Event description:
Reportable based on device analysis completed on 22-mar-2022. It was reported that crossing difficulties were encountered. He 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.50 x 20mm maverick balloon, a 4.00 x 38mm synergy xd drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
The synergy xd mr ous 4.00 x 38mm mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no issues. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No other issues were identified during the product analysis.